Event description:
Notified by labor and delivery the pt in the recovery room had a catheter that was leaking at the valve vent. The operating room nurse changed the catheter, but then it was noted to be leaking at the valve vent as well. This resulted in the pt having three catheters inserted during her stay. This mount of catheterizations increases her risk of infection. Our infection prevention director notified us that she received an email from(B)(6) .